Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. On (B)(6) 2015, rv coil impedance spiked from 50 ohms to 129 ohms. Concomitant medical products: 694765 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited high impedance. Approximately ten days later, the defibrillation and pacing portions of the rv lead had high impedance. The physician suspected either a fracture or a set screw issue with the implantable cardioverter defibrillator (ICD). The pocket was opened, connections were checked, leadswere checked and no abnormalities were noted. They were unable to reproduce high lead impedances. Defibrillation threshold testing was performed with adequate results. No further intervention was performed. Later, however, it was noted that there was out of range impedance again, all with vectors that involved the rv defibrillation coil. The lead and device remain in use and will continue to be monitored. No patient complications have been reported as a result of this event.